Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient was implanted a couple of days ago and this is the first time they are trying to charge the implant. The caller reported that the recharger is not maintaining a connection with the implant, it keeps beeping and searching. The caller confirmed that the healthcare provider (hcp) provided instruction that it was ok to recharge the following troubleshooting steps were performed: located the device by looking for incision and/or palpating the device, confirmed that there is no metal in the area, but caller noted area it is swollen, hard, and warm to the touch. The caller was able to charge and see good connection, battery was at 50%, and connection was maintained thru the end of the call. Reviewed that the recharger is not sterile; the caller noted that the patient is wearing a t shirt. Agent redirected to follow-up with the hcp about the swollen, warm pocket.